Event description:
It was reported to philips that while moving the device's c-arm into place, dust/flakes fell down from the ceiling track onto the patient during surgery. The device was in clinical use. No patient or user harm was reported. A philips field service engineer visited the customer's site and cleaned the ceiling track and bearing assembly. The fse replaced four longitudinal bearings, and order four more for replacements. The device was returned to good working order.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-0135. This complaint will be closed as duplicate.